Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with a failure code of 808:07 on channel c. The event was reported to have occurred during patient therapy. Patient therapy was interrupted as a result of this failure. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.